Manufacturer narrative:
Eval performed by MFR on 12/9/2008 found the following: no visual damage to monitor noted, end user did not provide the bracket, mat, or 9 vdc battery for eval. Monitor was tested with both a 9 vdc battery and using a external 9 vdc power supply. In both instances, the monitor functioned according to specs. When the unit alarmed, the nurse call light on the test fixture would illuminate showing that the call was received. In all instances of an activated alarm, the recorded voice message, "sit down, sit down" would play followed by an alarm. Eval of this monitor found to operate according to MFR's specs. A full performance test was conducted on this monitor.